Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology/amplitude. The patient was asleep at the time of the event. The smart pass feature had programmed itself off. It was determined that this happened due to the low intrinsic amplitudes which occurred during a valve surgery. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This was due to oversensing via reduced intrinsic complexes and noise. The sensing vector was set to the secondary vector. Technical services reviewed the electrograms advised some programming options. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology/amplitude. The patient was asleep at the time of the event. The smart pass feature had programmed itself off. It was determined that this happened due to the low intrinsic amplitudes which occurred during a valve surgery. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.